Event description:
It was reported the device could not be interrogated. It was also reported the device had been in eri (elective replacement indicator) since 2006 but the patient had denied a further replacement. The patient had received 17 inadequate shocks. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.